Event description:
It is reported that the patient was revised due to pain. The patient had experienced a fall prior to the revision. Only the liner was removed.

Manufacturer narrative:
Evaluation summary: the supplied x-rays indicate a possible reduction in the glenoid bone on the superior side of the construct, however the supplied x-rays are not at the optimal angle and additional x-rays would be needed to confirm. Operative notes have been requested but have not been provided. With the supplied information an exact cause for the reported pain cannot be determined at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Consider the investigation closed.